Manufacturer narrative:
Reference number (B)(4). H6 code of 4581 was chosen to capture the event of fistulized abscess. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that the patient had been experiencing a circular edematous and erythematous area near the stoma which then spread to the stoma for about two or three days. There was an abscess about 1 cm in diameter, tangent to the stoma, an indented area, without suppuration. The gastroenterologist and surgeon were consulted. Rigorous grooming of the abscess wtith betadine and dermobacter twice a day was prescribed along with zinat 500 mg twice daily for five days. It was recommended to see the surgeon for visual inspection three days into the course of antibiotics. Follow up created based on information received (B)(6) 2023. In (B)(6) 2023, the patient experienced a recurrence of the abscess which had fistulized. After a surgical consult, the physician incised the abscess to evacuate the collection of fluid. Augmentin 500 mg twice daily was recommended.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910, the device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 19 jul 2023, it was reported that the patient had been experiencing a circular edematous and erythematous area near the stoma which then spread to the stoma for about two or three days. There was an abscess about 1 cm in diameter, tangent to the stoma, an indented area, without suppuration. The gastroenterologist and surgeon were consulted. Rigorous grooming of the abscess with betadine and dermobacter twice a day was prescribed along with zinat 500 mg twice daily for five days. It was recommended to see the surgeon for visual inspection three days into the course of antibiotics.